Event description:
Patient receiving blood through secondary tubing. First unit infused and normal saline (ns) flushing IV at moderate rate through primary tubing. Patient up to the bathroom and rn back to the room shortly notices that almost 1 liter of ns has infused. Possible clamp malfunction. Md notified, vital signs taken, patient without symptoms of fluid overload. Second unit of blood transfused and hemoglobin and hematocrit (h/h) improved.